Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was noticed to have a cloudy film at the tip of the syringe. These issues have affected both the syringes in the convenience trays and the individually wrapped syringes.

Manufacturer narrative:
Results - one loose 1ml assembled syringe was received by bd canaan from an unknown batch number. The sample was visually evaluated. The syringe was found to have a cloudy tip. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - complaint confirmed. However, the defect was not a rejectable complaint.